Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they were having issues with the controller and the communicator. The patient stated it was not connecting all the time and sometimes it took 10 minutes to connect to the pump. The patient mentioned they had an adjustment done yesterday and they tried it and it loaded fast until it hit 90% and then it stalled out. The agent reviewed. The patient stated he bloused 8-bloused a day. The agent had the patient power on the handset and communicator and patient was able to connect. The patient stated he charged the communicator about every 2.5-3 days. The agent reviewed the communicator and handset general use. While on the call, the patient was able to connect to the pump and confirm the communicator battery level was 40%. The agent reviewed considerations and recommended the patient charge the external devices daily. The patient would call back if they needed fur ther assistance. The patient also provided the names of their managing physicians.